Manufacturer narrative:
Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that the programmer displayed a black screen and could not be used. No adverse patient effects were reported.

Event description:
It was reported that the programmer displayed a black screen and could not be used. No adverse patient effects were reported.

Manufacturer narrative:
Please see correction to h.6. Evaluation conclusion code based on further evaluation of this event.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities/damage that would have prompted return. The programmer was powered on, and no black screens were observed. Subsequent system functional testing and baseline evaluation passed. Some unrelated error codes were noted in the device memory; however, the black screen observed in the field could not be replicated or observed during analysis.

Event description:
It was reported that the programmer displayed a black screen and could not be used. No adverse patient effects were reported. The programmer was received for analysis.